Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was not providing therapy and was inoperable. The ipg was explanted and replaced on (B)(6) 2021. Patient reported losing therapy 2 weeks prior to replacement. The patient has effective therapy post operatively.